Event description:
It was reported that the device was used in catheterization lab and the doctors attempted to shock a pt through the hands free quick-combo pads after charging to the selected energy failed. Users immediately switched to external hard paddles and shocked pt successfully. There was no adverse effect to the pt. Device users informed that they thought the device did not deliver energy because there was no sound. The hospital biomedical tech evaluated the device and was able to duplicate the reported issue. The biomed was able to charge and deliver energy through quick-combo cable and external hard paddles.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found no failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the issue could not be determined.